Event description:
It was reported that the patient's atrial lead exhibited failure to sense and undersensing. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147579.